Event description:
Diabetic retinopathy being performed. Shutter stuck in closed position (view shutter) and physician fired once more before realizing problem. Physician stated that he elected to end procedure even though pt could have rec'd "a few more shots" but the outcome of pt is still good. Physician stated that the last shout "wasn't normal sequence" and that "no flash back occurred". Power set at 200 mw and the duration at 0.1 seconds. The report to svc dept recorded the event as "made a strange flash".